Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump had leakage from the impella purge connection and then the pump began to experience pump saturation. The pump was replaced.